Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2019 with the following findings:.during investigation, all testing was conducted with test cap. The pump was returned with a cracked battery compartment and stripped battery cap threads. The returned stripped battery cap is unable to secure and power on the pump. The black box confirmed power interruptions on (B)(6)2019.2. A test battery cap is able to tighten and secure enough ion order to power on pump and maintain electrical connection . No power loss or rebooting was duplicated with test cap. Additionally, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.